Event description:
It was reported that the patient "never" had therapeutic effect. The patient had her device replaced in 2006 and stated it had "never" worked. When the patient first got the device replaced, she felt a "mild" stimulation sensation and then it "died out." The patient stated it did "not work at all" and she turned it "on or off." The patient also stated her first device worked "great." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3998, lot# la6060, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient had not felt stimulation since the ins was replaced in 2006. The patient programmer was not replaced, thus the patient could not turn stimulation up enough to have therapy. The rep was able to turn therapy up on the day of the call and the patient felt stimulation in her back and leg. However, it was noted that the patient was not able to feel stimulation on the right side of her back and leg. It was stated that the therapy was fine for the patient with the first ins implant. The rep stated that the patient¿s current ins battery voltage was at 2.52 volts, which was 45-90% used. The rep was going to take impedance measurement to make sure there was no impedance issue. The patient was implanted with an implantable neurostimulator (ins) for lumbar adiculopathy.

Event description:
Additional information received from the manufacturer's representative. It was reported the patient was not feeling stimulation on the right side and that they would be scheduled for a revision.